Manufacturer narrative:
Frozen screen upon battery installation due to severely corroded pcb1 board and pcb2 board. Unable to download to thus to verify alarm due to frozen screen. The p-cap/reservoir does not lock properly due to broken reservoir tube lip. Unable to perform self-test, displacement test, active current measurement and sleep current measurement test due to frozen screen. No blank display noted. Pump was cut open to perform visual inspection and found moisture damage on pcb1, pcb2, motor assembly, lithium backup battery, and force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube, cracked keypad overlay, stained keypad overlay, missing display window cover, cracked retainer, broken reservoir tube lip, battery tube threads cracked, cracked case at battery tube, and corroded home switch. Frozen screen due to corroded pcb1 and pcb2 board. No blank display noted. Cosmetic damage was confirmed at battery compartment, retainer, and reservoir during analysis. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a crack on the battery compartment. Troubleshooting was performed and found the blank display. No harm requiring medical intervention was reported. The customer will discontinue the use the device. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.